Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 black insulation located before the jaws started to peel up. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, (type of investigation, investigation findings and investigation conclusions, component code), h11 corrected section: d4(UDI). The device was returned to the factory for evaluation on 01/29/2025. An investigation was conducted on 02/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or intact silicone insulation on both the cold and hot jaws. The black shaft of the device closest to the base of the jaws was observed to be peeled. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; shaft" was confirmed. The lot # 3000436083 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.